Event description:
Ocd was informed via email of a potential issue regarding a patient that might have had a false negative antibody screen when tested with 0.8% selectogen lot vs748. Ocd called the customer directly to obtain exact details of the potential event. Customer stated she became aware of the issue after reading ocd customer letter (B)(4). The antibody screen test that is in question was performed on (B)(6) 2014 and involved one b positive male patient. This patient received 2 b positive blood units that were crossmatch compatible. The units were crossmatched by immediate spin as well as a full crossmatch (incubated for 15 min at 37 degrees celsius) in igg gel card. The blood transfusion was uneventful; patient tolerated the units and showed no signs/symptoms of a reaction. Some weeks later, the patient was treated at a different hospital and this facility called customer to inquire about transfusion history on the patient since their antibody screen test was positive. No additional information was provided regarding the antibody identified. Customer declined request for follow up with the other hospital. Customer is not willing to investigate further.

Manufacturer narrative:
Ocd had previously performed retain testing, batch review and complaint review by lot. Further investigation was performed and donor history reviewed. Although retain testing passed all release criteria, donor was permanently deferred from further use. Customer letter was issued to all customers who received lot# vs748. This complaint was received as a result of the customer letter and as the customer was unwilling to investigate further, the identity of the missed antibody is not known.